Event description:
On 24feb2024 the customer reported obtaining an erroneous repeatable elevated hstni (access high sensitivity troponin I, part number b52699 and lot number not provided) from the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number 610056) of 3,200 pg/ml for one patient. The customer reported the sample was diluted an rerun and the diluted result was also high. The customer ran the patient sample on an alternate platform (abbott) and a result of 3.3 pg/ml was obtained. There was a report of change to patient treatment which occurred in connection with this event. The patient underwent a coronary angiography. No hardware errors, flags or other assay issues were reported. System performance indicators have been passing within specification. Sample collection and handling information was not provided. The customer did not state any concern about carryover. A beckman coulter laboratory solutions specialist (lss) was dispatched to assess system performance.

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. D4: the customer did not provide a reagent lot number; therefore, lot number, expiration date and UDI could not be determined. H4: customer did not provide a reagent lot number; therefore, manufacture date could not be determined. H3 and h6: the access reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter laboratory solutions specialist (lss) was dispatched to assess system performance. While onsite, lss performed interference testing with the patient sample. Interference testing revealed presence of heterophile antibodies and alkaline phosphatase interferents in the patient sample. Per current access hstni high sensitivity troponin I instructions for use (IFU), part number (pn) c11140n, it states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the presence of known patient-sourced interferents is the likely cause of this event.